Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in catheter had a hole. When the patient was punctured, the catheter had a hole in the silicone that connects it to the claves, so the medication leaked before it reached the patient's vein.

Event description:
Additional information received on 29 jan 2025. Is there any impact on the patient? If yes, explain it in detail? A new puncture was necessary for the patient. Could you send sample photos/videos samples? Unfortunately, we don't have it. Was there exposure of blood/chemotherapy to the mucous membranes (eyes, nose, and mouth) or to the skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) no. Additional information received on 03feb2025. Could you confirm if the damage to the catheter resulted in leakage? Yes, the damage to the catheter presented medication leakage before it could reach the patient's vein.

Manufacturer narrative:
DHR review: the complaint lot#3237940, sku is 383323, assembly in suzhou plant1 on 2023.sep.13, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no picture provided to show the defect feature. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, hole is detected on catheter, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process . 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. In conclusion: there is no picture provided to show the defect feature. The retained sample appearance inspection and leakage test is performed, not defect feedback, with this we cannot decide the root cause, only analyze possible reason.